Event description:
It was reported initially that the pump was replaced; reason not provided. It was later reported that the pt experienced intermittent withdrawal, poor pain control and consistently larger residual volume than expected. Per this reporter, "pt doing great now."

Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.